Event description:
Subsequent to the previously filed report, the following information was provided: during the procedure there was difficulty visualizing the clip from time to time because the shaft of the mitraclip system produced a shadow. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported difficulty removing the gripper line/lock line, single leaflet device attachment (slda) and poor image resolution could not be tested during returned device analysis. Gripper line and lock line were noted to be broken and fraying of the lock line was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the lock line appears to be due to the observed knot on the lock line. The observed lock line break and fraying of the lock line appears to be due to a result of procedural circumstances. A definitive cause for the reported difficulty removing the gripper line and observed gripper line break could not be determined in this complaint; however, slda was a result of challenges removing the gripper line. The reported poor image resolution was due to procedural circumstances. The suspected foreign body in patient appears to be due to the observed lock line break. The patient effect of failure to retrieve mitraclip system component (foreign body in patient), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report during deployment, the lock line and gripper line were difficult to remove causing the lock line to get frayed and single leaflet device attachment. Additionally, it was uncertain if pieces of the lock line remained in the patient anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and during deployment of the clip, the lock line could not be pulled. After some time, the lock line gave away jerkily, the lock line was pulled further but the lock line stopped abruptly and was dragging when pulled. There was no tension on the system. The lock line was pulled out of the patient anatomy and appeared to be frayed. There was lock line stuck to the opening of the delivery catheter radiopaque ring. It could not be assured that pieces of the lock line did not remain in the patient anatomy. Additionally, during clip deployment, the gripper line was not pulled. When the cds was pulled with the guide, the gripper line was pulled, and was completely recovered with the help of a multipurpose catheter. However, while pulling the gripper line, a single leaflet device attachment (slda) occurred. The clip remains stable and well attached to the anterior mitral leaflet. Mr was reduced to 2. No additional information was provided.